Manufacturer narrative:
The bronchoscope was returned to olympus for evaluation. The evaluation confirmed the reported bending section damage. The scope was received with a black tape around the distal end. When the black tape was removed, the distal end was found detached and separated from the bending section. A portion of the bending section cover was found missing and not returned to olympus. In addition, a microscope was used to inspect the scope and found frayed wires protruding out from the bending section mesh. Foreign materials were also noted on the bending section cover glue. To add, deep scratches measuring 80mm in length were also noted on the bending section glue. There were also dents and buckles noted on the insertion tube. The root cause of the reported scope damage is likely due to user handling by excessive force. The instruction manual contains several warning and caution statements in an effort to prevent damage to the bending section of the scope. ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged.¿

Event description:
Olympus was informed that during a bronchoscopy procedure, the bending section of the scope was damaged, exposing the internal wires of the scope. No device fragment fell inside the patient. The procedure was completed using a different but similar device. No patient injury reported.